Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of unacceptable capture was not confirmed. As received, a complete lead was returned in one piece with the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient presented in clinic after experiencing extra cardiac stimulation. Upon interrogation, it was found, that patient's atrial and right ventricular (rv) lead exhibited high capture threshold. It was further noted, that both leads were dislodged. During lead revision procedure, it was found, that helix of both leads was not able to extend. Both leads were explanted and replaced. The patient was stable.